Event description:
Caller states patient tested 5.0 inr and 7.6 inr on the coaguchek xs plus system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller did not know which strip lot produced the discrepant results. Lots 21202611 (expiration date 08/31/2013) and 21132611 (expiration date 06/30/2013) were in use by the caller at the time of the event. It was unknown if the initial reporter sent report to the FDA. The retention strips for both lots were tested on retention meters. No error messages occurred and the retention strips performed as expected.